Event description:
Dexcom was made aware on 03/14/2024, that on 03/14/2024, the patient experienced a reaction the g7 wearable. The sensor was inserted into the arm on (B)(6) 2024. Shortly after the wearable was inserted, the patient experienced front shoulder pain, nausea, lightheadedness, diaphoresis, and her throat felt swollen. She contacted the pharmacist who suggested she needed time to get used to the sensor. She also requested a call back from her medical doctor¿s office. After 40 minutes the patient decided to remove the wearable herself. She called dexcom's technical support after removal. She stated it felt like ¿an allergic reaction, but weird stuff,¿ and ¿it is more like a systemic feeling you know.¿ she was advised to contact her md for advice. At the time of a follow up call on 04/09/2024 the patient confirmed her symptoms had resolved and at the time her doctor had suggested sensor removal and to drink water. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e0730 pharyngitis.